Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 _13.2 implantable collamer lens of diopter -13.50/3.0/096 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. A replacement lens of shorter length was later implanted. The problem was resolved. The cause of the event was reported as unknown.